Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx limb stent graft system was implanted to treat bilateral iliac aneurysms. Approximately 2 years post index procedure the patient presented emergently to the hospital with a type iiia endoleak. A re-intervention was attempted but the patient ultimately expired. Physician indicated that the limbs had separated which is the likely cause for the endoleak.

Manufacturer narrative:
Based on a review of the clinical assessment for this event, the most likely cause of the type iiia endoleak and loss of seal was the off-label iliac anatomy (intentional user-error). Notably, there was adequate overlap of all limb stents. The tortuosity of left arterial access system (cautionary product use condition) the suboptimal surveillance of the aorto-iliac stents, the non treatment of the left internal iliac system, likely contributed to the rupture, exsanguination during an attempted open repair, and intraoperative death. Also, symptomology suggested that the event occurred acutely. During physical activity, the patient felt a pop, followed by pain in the umbilical region, and lost consciousness shortly afterward. The iliac sacs on both sides were largely unchanged in size from the time of the implant. The patient expired intra-operatively due to exsanguination of the left iliac aneurysm rupture, despite vasopressors, blood transfusions and attempted surgical control of the artery. It was also noted that there was a persistent endoleak at implant (aneurysm not excluded - persistent type ii endoleak after right hypogastric embolization and, an unknown endoleak in the left iliac sac). A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.